Event description:
On 5/7/2024, it was reported by a facility representative via (B)(4) that an ar-6485 synergy cw4 arthroscopy pump had an issue during a procedure. The surgeon observed an unexpected increase in pressure from 40 mmhg to 60 mmhg. They noted that this pressure rise occurred without any changes to the settings, and no alarms or alerts were triggered. The case was completed by promptly replacing the device with a backup when the surgeon discovered the pressure increase. There were no adverse effects on the patient. Following the incident, the client tried to resolve the issue by rebooting the system and switching the tubing, but the problem persisted. Tech support provided the client with an inspection form to document their findings during the inspection of the sensing circuitry. Tech support stated that this could indicate a potential malfunction within the sensor, mechanical alignment, or circuitry responsible for detecting the door status/sensor.

Manufacturer narrative:
-The complaint allegation of increased pressure cannot be confirmed as the failure was unable to be replicated. -one unpackaged ar-6485 arthroscopy pump serial number (B)(6) was returned for evaluation. -visual inspection noted no problems with the device. -the returned device was assembled with an ar-6410 lot# 71915423 main pump tubing and was tested and evaluated under the conditions that were reported in the case when the reported failure occurred to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure of 40 to replicate the conditions of the case, the run button was pressed to start the machine. The pump ran for 8 minutes and no changes in the pressure were noted. However, at the 8 minute run mark, the pump displayed a "door open" error message and stopped running. The door of the device was opened and reclosed and the device was powered off and back on and the "door open" error message persisted. -due to the persistent "door open" error message, the pressure sensor was unable to be tested with the pressure calibrator. -the most likely cause for the door sensor failure can be attributed to wear and tear due to the door sensor losing calibration. -refer to investigation photos.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed, the door sensor flag required adjustment. After the door sensor was adjusted the device ran with no rpm changes or pressure spikes. Although the power supply functions, per scar 0624-001 the power supply requires replacement. Physical damage was found to the top cover. Confirmed unit software version is v1.10 rev 17. Unit is missing qty 3 power cords/cables. The cause is an improperly secured door sensor attributed from operator error from not tightening properly. See vendor evaluation